Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible with isometrics in the clinic. The patient felt fatigued when walking. The patient would be referred to an electrophysiologist for further evaluation. The lead remained implanted.